Event description:
Patient states that insulin exited the tubing earlier than normal and that this has occurred with an infusion set previously. Patient did not recall if the pump piston made contact with the reservoir. Malfunction occurred prior to use.

Manufacturer narrative:
(B)(4). Evaluation summary: two used devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Furthermore, 1 used sample failed the flow test of the entire tubing. Unused devices: no unused devices returned for eval. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in 2 similar complaints for the involved lot number 8200876. No relevant deviations during manufacturing were recorded.